Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syringe split nut two 2016- 11/08/2017 11:42:14 jeannette kenefick (jkenefic) contact: luis cacho - biomed tech 916-201-9125 cachol1@sutterhealth.org 05/14/2018 13:16:01 jeannette kenefick (jkenefic) new contact: contact: luis cacho - biomed 916-887-4310 cachol1@sutterhealth.org 04/03/2019 14:22:02 dwayne davids (ddavids) biomed contact arnel garay 916-887-4309 garay/af@sutterhealth.org 05/02/2019 14:56:27 diane h nguyen (dhnguyen) missed - est - rcl to mjr. 05/29/2019 08:48:34 lauryne wasan (lwasan) npi confirmed updated from rcl to mjr for the major repairs needed per diane nguyen, service tech. Repair approved by audrey gilbert, purchasing, at gilbera@sutterhealth.org for $579. Use new po# 47000122101 05/30/2019 14:26:27 diane h nguyen (dhnguyen) syringe split nut 2 recall completed. Replaced front case, rear case, handle left, barrel clamp, iui connectors, and frame internal. Replaced pressure sensor for 354.6770 error. Performed pm, and calibration. 06/10/2019 13:55:38 annette a mendez (amendez) 9632001960920413730700102839879610 02/01/2020 11:06:50 joshua monk (jmonk) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.